Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device will not be returned

Event description:
It was reported to vyaire medical that that the touch screen of the vela was not responsive and the "no cal data" along with an on-screen sn of zzz99999 error messages popped up during est/uvt (extended systems test/user verification tests).